Event description:
It was reported that after the 6.35 cm needle/ars assembly was punctured into the pt, there was blood leaking from the hub of the needle. It was noted that there was a crack in the hub of the introducer needle. As a result, the 3.81 cm introducer needle in the kit was used to complete the procedure. The event occurred in the operating room. There was no delay in treatment. No complication or death occurred to the pt.

Manufacturer narrative:
(B)(4).